Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon incoming inspection the sterile package was found cut. No patient harm has been reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned product found damage to the sterile packaging. The scratch or cut did not penetrate through the pouch, therefore, the sterile packaging held the the vacuum seal. Sterility has not been compromised. Upon receipt of additional information, it has been determined no serious injury was reported as a result of this malfunction. Additionally, this malfunction has not previously been reported for having caused a serious injury on a same/similar device in the past. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that there was no sterility breach hence this device is not reportable. The initial report was forwarded in error and should be voided.